Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03510/ 03511).

Event description:
Patient underwent a right knee revision procedure approximately nine years post-implantation due to bearing wear. During the procedure, the femoral component was found to be loose. The bearing and femoral component were removed and replaced.